Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that he suspected device thrombus due to signs of hemolysis, and an echo demonstrated the pump was not properly unloading the patient's ventricle.